Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at age of(B)(6)) in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at age of 31') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced tooth fracture ("tooth break") and tooth loss ("tooth loss") and was found to have vitamin b12 abnormal ("vitamin b level abnormal") and blood iron abnormal ("iron level abnormal"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, tooth fracture, tooth loss, vitamin b12 abnormal and blood iron abnormal outcome was unknown. The reporter considered blood iron abnormal, medical device removal, tooth fracture, tooth loss and vitamin b12 abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, tooth fracture, tooth loss, vitamin b12 abnormal, blood iron abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: tooth break, tooth loss, problems with vitamin b and iron levels were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforations') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), tooth fracture ("tooth break") and tooth loss ("tooth loss") and was found to have vitamin b12 abnormal ("vitamin b level abnormal") and blood iron abnormal ("iron level abnormal"). The patient was treated with surgery (essure device removal/hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, tooth fracture, tooth loss, vitamin b12 abnormal and blood iron abnormal outcome was unknown. The reporter considered blood iron abnormal, tooth fracture, tooth loss, uterine perforation and vitamin b12 abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, tooth fracture, tooth loss, vitamin b12 abnormal, blood iron abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received : the event medical device removal changed to uterine perforations. Product indication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at age of 31') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforations') and device dislocation ('end of essure was not visible on the right') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic pain, hyperkeratosis, parakeratosis, uterine leiomyoma and paratubal cyst. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth fracture ("tooth break") and tooth loss ("tooth loss") and was found to have vitamin b12 abnormal ("vitamin b level abnormal") and blood iron abnormal ("iron level abnormal"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, tooth fracture, tooth loss, vitamin b12 abnormal and blood iron abnormal outcome was unknown. The reporter considered blood iron abnormal, device dislocation, tooth fracture, tooth loss, uterine perforation and vitamin b12 abnormal to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2014. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, tooth fracture, tooth loss, vitamin b12 abnormal, blood iron abnormal. Lot number:676718 manufacturing date: 2009/09 expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforations') and device dislocation ('end of essure was not visible on the right') in an adult female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic pain, hyperkeratosis, parakeratosis, uterine leiomyoma and paratubal cyst. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth fracture ("tooth break") and tooth loss ("tooth loss") and was found to have vitamin b12 abnormal ("vitamin b level abnormal") and blood iron abnormal ("iron level abnormal"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, tooth fracture, tooth loss, vitamin b12 abnormal and blood iron abnormal outcome was unknown. The reporter considered blood iron abnormal, device dislocation, tooth fracture, tooth loss, uterine perforation and vitamin b12 abnormal to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2014. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, tooth fracture, tooth loss, vitamin b12 abnormal, blood iron abnormal. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Lot number and reporters information were added. New event added- device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.